Manufacturer narrative:
The insulin pump was received with a frozen display on the countdown, followed by a constant tone due to a problem with the mother board. Unable to verify any alarms due to the frozen display and constant tone.

Event description:
The customer called to report a constant tone with a number 3 on the screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.